Event description:
The user facility reported that during an unspecified procedure, approx one quarter of an inch of the distal end of the sonosurg probe broke off inside the pt. The user facility personnel took an x-ray of the pt to fine the broken piece, but it was unsuccessful and reported that the broken piece remained inside the pt. No further info provided.

Manufacturer narrative:
Olympus contacted the user facility via telephone an in writing to obtain add'l info regarding the report, but rec'd no add'l info regarding the reported event. The device reference in this report was not returned to olympus for eval. The exact cause of the user's experience could not be conclusively determined. If add'l significant info becomes available at a later date, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.